Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Empty the analysis results found that device (a) was received in good visual condition. When testing the device for functionality it was noted to be empty and locked out. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The analysis results found that device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the devices were used during an unknown procedure. The clips would not close well and others fell off after being applied to the vessel. Unknown how the case was completed. There was no adverse consequence to the patient.